Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed critical pump error displayed on the screen. Customer stated that the insulin pump had keypad anomaly. The pump also received stuck button alarm. The troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 customer alleged insulin pump received critical pump error (open book image) alarm after moisture exposure. In addition, customer alleged insulin pump received stuck button alarms. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case, missing display window cover, stained keypad overlay, and cracked case on the battery tube side. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked keypad overlay, and cracked case on the battery tube side. Device received with critical pump error (open book image) alarm after battery installation. Device received with corroded electronic assemblies and corroded motor home switch. Device was able to download firmware using crest software successfully however, unable to download of insulin pump's trace and history files using thus software as a result of frozen dark blue screen occurrence caused by moisture damage on the electronic assemblies. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify keypad unresponsive/button error alarm due to critical pump error (open book image) alarm. Bootloader traces were downloaded successfully using thus software and xtest. In summary, customer allegation for insulin pump receiving critical pump error (open book image) alarm was confirmed after device received with critical pump error (open book image) alarm after battery installation due to moisture damage to force sensor. However, customer allegation for stuck button alarms was unable to be confirmed due to critical pump error (open book image) alarm and unable to download insulin pump's history and trace files using thus software. In addition, bootloader traces confirmed critical pump error(open book image) alarm occurrence. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.